Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The propex pixi has been extensively tested, but has no fault. The problem may be they are misreading the battery charging indicator. Misreading the charging indicator is a common problem because the battery indicator light goes solid when the unit is charged but only shows a third full. If it stops blinking the battery is fully charged no matter what the battery level shows. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
In this event it was reported that a propex pixi apex locator provided incorrect measurement; no injury resulted.